Event description:
Caller reported a cartridge alarm issue, which did not adversely impact the customer's blood glucose level. Technical support confirmed the customer had experienced cartridge alarms with consecutive cartridges, though not previously reported with this pump. The customer's pump was under warranty, and technical support decided to replace it with a model featuring updated software. The customer was instructed on putting the pump into storage mode and returning it to tandem using the provided return box and label to avoid charges. Customer would use multiple daily injections as backup therapy and acknowledged the need to program settings and connect their continuous glucose monitor to the replacement pump upon receipt.